Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: aging of product component pump head noted, defect confirmed.

Event description:
Tumescent infiltration pump is not pumping fluid properly. No patient injury.

Manufacturer narrative:
(B)(4).